Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. The lesion area was passed through using jupiter x and prominent, but it was unable to cross due to severe calcification. It was replaced with jupiter dp60 and it was able to pass through the lesion area, but it was unable to cross. After a jupiter 45 guide wire was passed through the lesion, dilatation was performed with a non-bsc balloon catheter. A dilatation was performed again with a 3mm x 20mm x 144cm coyote es balloon catheter. However, during first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with different device. No further patient complications were reported.